Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an issue regarding losing an infusion set, as it did not stick and came loose. The patient reported that the set had been in use for 2 days. The patient also mentioned noticing a dry drop of blood on the tape when it was removed from the abdomen. The patient confirmed that the skin issue was associated with the product insertion site. However, they did not receive medical treatment for the issue, and the site was not actively bleeding or bleeding more than expected. When asked about what led up to the complaint, the patient mentioned having a muffin and bolusing, but not noticing the high blood glucose level until later in the evening. The patient treated the high blood glucose level with an injection. The patient's blood glucose level at the time of the incident was 25 mmol/l, and their current blood glucose level at the time of the call was 6.5 mmol/l. No further information available